Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Conclusion summary: the device was sent to the karl storz assessment & repair department for inspection. A visual inspection was carried out on the endoscope. During the technical inspection, the error description provided by the customer, "poor optics", could be confirmed. The optical examination revealed that there are residues on the cover glass image impaired as a result. For this reason, a user error is to be considered which led to the poor image. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported the scope had poor optics. No negative impact in state of health reported.